Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown regenerex acetabular cup, unknown, unknown, unknown primoris hip acetabular liner, unknown, 650-1128bmrsa, prmrs nck stem ti bm sz 28 rsa, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02509, 0001825034 - 2018 - 02510. Product location unknown.

Event description:
It was reported that the patient underwent a left knee surgery. Subsequently, the patient developed an infection which was treated with puncture and antibiotics. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that the patient underwent a left hip surgery. Subsequently, the patient developed an infection which was treated with puncture and antibiotics. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: corrected: describe event or problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.